Event description:
Facility alleges that blood overflows into the transducer regardless of how tight fitted they are causing blood to clot. Ebl 150cc. No pt injury. Treatment not stopped. No medical intervention.